Event description:
On (B)(6), 2013, the nurse questioned what the vns shipping settings were as the patient's device was found to be programmed on. She stated that no diagnostics were performed before or after implant surgery on (B)(6), 2013 and wondered why the settings were different from shipping settings. Attempts were made for additional information; however, they were unsuccessful. No additional information has been provided.